Event description:
Additional information was received that provocative testing was performed and the lead noise was reproduced.

Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. No intervention has been performed at this time. The patient was stable.

Event description:
Additional information was received that the right atrial (ra) lead was explanted and replaced to resolve event.